Event description:
No additional information provided at this time.

Manufacturer narrative:
Investigation ¿ the following allegations have been investigated: fracture, vc/aorta, vertebra perforation. Filter fracture has been reported and may be either symptomatic or asymptomatic. Fracture of a filter leg may be due to repetitive motion on a filter leg in an unusual, stressed position, such as a filter leg penetrating/perforating the ivc; or a filter leg being caught in a side branch (e.g., a renal vein). Other potential causes of filter fracture may include excessive force or manipulations near an implanted filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Retrieval of a fractured filter or filter fragments (including embolized fragments) using endovascular techniques has been reported. Potential adverse events that may occur include, but are not limited to, the following: filter fracture, filter or filter fragment embolization, trauma to adjacent structures. Vena cava wall penetration/perforation has been reported and may be either symptomatic or asymptomatic. Potential causes may include improper deployment; and (or) excessive force or manipulations near an in-situ filter (e.g., a surgical or endovascular procedure in the vicinity of a filter). Potential adverse events that may occur include, but are not limited to, the following: trauma to adjacent structures, vascular trauma, vena cava perforation, vena cava penetration. No evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
(B)(4). Initial reporter occupation: non-healthcare professional. (B)(4). Investigation is still in progress.

Event description:
Description of event according to initial reporter: 'it is alleged that "[pt] received a cook celect filter on (B)(6) 2007. Alleged fracture." Additional information received 27sep2019: implant report (B)(6) 2007: "using ultrasound guidance, the needle was placed into the femoral vein and the guidewire was advanced in the inferior vena cava." "An interior vena cava (ivc) filter was placed under ultrasound guidance at the l2-l3 interspace below the renal vein and released. Follow up venogram showed an excellent result." Radiology report (B)(6) 2016: "ivc filter noted with fracture of a posterior filter limb." CT report (B)(6) 2017: "infrarenal ivc filter is in stable position, with the proximal tip projecting over the mid l2 level. Unchanged linear hyperdensity projecting over the right iliac crest is shown to be in the right gluteal subcutaneous soft tissues on 2015 CT." X-ray report (B)(6) 2017: "suspected fractured tine of ivc filter which otherwise shows no complicating features." CT report (B)(6) 2017: "there is an ivc filter in place the distal tip at level of the lowest left renal vein. There is no significant tilt in the apex of the filter does not touch the ivc wall. 4 long-distance struts perforate beyond the ivc wall. The anterior strut abuts the third portion the duodenum without obvious perforation. The posterior strut extends approximately 7 mm into the l3 vertebral body. The left structures extends approximately 3 mm into the aorta. The right strut abuts right proximal ureter without definite invasion but no clear fat plane is present. The 2 smaller anterior struts and at least one of the left lateral smaller struts also perforated the ivc wall there is clear fat plane present between the stress and adjacent structures. No evidence of ivc stenosis." Patient outcome: alleged fracture.